Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes high thresholds of 5.0v at 1.0ms, 1704 ohms impedance and no sensing.